Event description:
Information received indicates the casters will go into brake properly when the brake is applied, however, the casters continue to swivel.

Manufacturer narrative:
The technician isolated the issue to the caster swivel lock not locking. He replaced two brake casters to repair the stretcher.